Event description:
It was reported that just after the implant attempt during programming of the device, there was no atrial signal and no atrial output. The device was not used and was replaced with a new device. No patient complications have been reported as a result of this event. (B)(6)-2010 the device was returned for analysis, no new information received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis results revealed there were no anomalies found.